Manufacturer narrative:
Investigation results: the visual inspection showed that the blade of the bisector was hooked over one side of one of the bisector's electrodes. The blade tip was wedged so firmly up against the bisector elements that it could not be dislodged with the slider on the bisector handle. The reported failure "bisector was sticking and it locked up" was confirmed. A lot history record review was completed for the product, and there was no non-conformance associated with the lot number.

Event description:
The hospital initially reported that during an endoscopic vein harvesting procedure, the bisector was sticking, it locked up. The bisector blade was stuck and would not come out, and it seemed to lock up at the thumb where you move the bisector in and out. This is not an MDR reportable event. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. Maquet received the product on 03/31/2009, and upon opening the box on 04/01/2009, it was observed that the blade was hooked over one side of one of the electrodes. This is an MDR reportable event with an alert date of 04/01/2009.